Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in a 43-year-old female patient who had essure (batch no. E01917) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included hypothyroidism. Concomitant products included ibuprofen and levothyroxine. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), weight increased ("weight gain") and fatigue ("fatigue"). On (B)(6) 2016, 1 month after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful nienstrual cycles"), abdominal pain ("abdominal pain"), urinary tract infection ("urinary tract infections"), migraine ("migraine headaches") and feeling abnormal ("brain fog"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and fatigue was resolving, the dysmenorrhoea, abdominal pain, vaginal haemorrhage, urinary tract infection, migraine, feeling abnormal and weight increased outcome was unknown and the menorrhagia had not resolved. The reporter considered abdominal pain, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in february 2017: patency of the right fallopian tube. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and events abnormal bleeding (vaginal, menorrhagia), pain,weight gain, fatigue were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in a 43-year-old female patient who had essure (batch no. E01917) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included hypothyroidism, overweight and hypothyroidism. Concomitant products included ibuprofen and levothyroxine. On (B)(6) 2016, the patient had essure inserted. In august 2016, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), weight increased ("weight gain") and fatigue ("fatigue"). On (B)(6) 2016, 1 month after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful nienstrual cycles"), abdominal pain ("abdominal pain"), urinary tract infection ("urinary tract infections"), migraine ("migraine headaches") and feeling abnormal ("brain fog"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and fatigue was resolving, the dysmenorrhoea, abdominal pain, vaginal haemorrhage, urinary tract infection, migraine, feeling abnormal and weight increased outcome was unknown and the menorrhagia had not resolved. The reporter considered abdominal pain, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.3 kg/sqm. Hysterosalpingogram - in february 2017: patency of the right fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("vaginal bleeding"), urinary tract infection ("urinary tract infections"), migraine ("migraine headaches") and feeling abnormal ("brain fog"). The patient was treated with surgery (patient underwent a device removal procedure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, vaginal haemorrhage, urinary tract infection, migraine and feeling abnormal outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, feeling abnormal, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.